Event description:
It was observed in a journal article titled "uncemented porous tantalum acetabular components: early follow "up and failures in 613 primary total hip arthroplasties" (attached), that of the 413 patients implanted with a tm monoblock cup implant, three (3) patients were revised due to infections and one (1) patient had infection but was not revised. No further information was provided. Per the FDA guidance draft, these patients events will be grouped into 1 MDR report based on product and similar failure type identified in the journal article.

Manufacturer narrative:
Investigation is in progress.